Event description:
Distributor reported for the user facility that the drill bits broke during drilling. Additional information was requested by andover from the distributor. Was the product in contact with the pt? Yes, the device broke while in contact with a pt. Is any injury or death alleged, or could there have been an injury as a result of the device breaking? No, there was no pt injury reported or potential for injury as a result of the breakage.